Manufacturer narrative:
Concomitant medical products: product ID: 4965 lead, implanted: (B)(6) 2007. Product ID: d354trg ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was lead warning noted left ventricular (lv) epicardial lead for high impedance. There was also oversensing on the right atrial (ra) lead. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.